Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell two of four of peritoneal dialysis therapy on the homechoice. The patient was connected to the device at the time of the alarm. During troubleshooting, moisture was found under a supply bag the cause of the leak could not be identified. The technical services representative assisted the caregiver with clearing the alarm. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.